Event description:
The article, "efficacy analysis and long-term follow-up of ado-ii occluders for treatment of various types of ventricular septal defects", was reviewed. This research article is a retrospective single-center experience to evaluate the safety, effectiveness, and long-term outcomes of transcatheter closure of various types of ventricular septal defects (vsds) using the second generation amplatzer duct occluder ii (ado-ii). The device included in this study was the ado-ii. The article concluded that for carefully selected patients with perimembranous vsd (pmvsd), intracristal vsd or residual shunts after surgery or prior interventional closure, treatment with ado-ii occluders is safe and effective, with excellent long-term outcomes. [The primary and corresponding author was (B)(6). This study included patients with pmvsd, intracristal vsd, and residual shunts after surgical repair and after prior transcatheter closure from (B)(6) 2011 to (B)(6) 2019. A total of 93 patients were included in the study, of which 100% received an abbott device. The median age was 4.5 years. The majority gender was female. Comorbidities included atrial septal defect, patent ductus arteriosus, aortic arch coarctation, membranous aneurysm, ventricular septal defect, and residual shunts from previous interventions.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder ii were reported in a research article in a subject population with multiple co-morbidities including atrial septal defect, patent ductus arteriosus, aortic arch coarctation, membranous aneurysm, ventricular septal defect, and residual shunts from previous interventions. Complications reported included death, stroke, endocarditis, heart failure, heart block, arrhythmia, hemolysis, fever, rash, surgical intervention (permanent pacemaker), device embolization, patient device interaction problem (residual shunt), off-label use; these complications are anticipated for the procedure and subject population. Off-label use was associated with implantation in the perimembranous vsd (pmvsd) and intracristal vsd. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: efficacy analysis and long-term follow-up of ado-ii occluders for treatment of various types of ventricular septal defects b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.